Manufacturer narrative:
D10 concomitant products: egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #unknown) nonb12stf, nonb12stf no blade 12 std fix, (lot #unknown) egiauxl, egiauxl endogia ultra univ xl stapler, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while attempting to fire a 60mm staple load on a small bowel, the metal lining of the stapler seemed to extrude out of the articulation joint and the stapler was fully articulated. There was no tension on the stapler and the tissue was not thick. Upon inspection, a few unformed staples had been fired, and it was noted that the jaws were locked on the tissue. The staple load was not able to disarticulate, it had to force it out of the abdominal wall by making a bigger incision and spreading the fascia. Moreover, a new stapler was used to resolve the issue in order to complete the case.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: the customer¿s reported issue could not be confirmed. Although the device was returned for investigation, it was lost during transit to the testing facility. If the product is found or returned for investigation, the file will be re-opened and an additional report sent with the updated investigation results. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.